Event description:
New information noted that patient condition was stable after procedure.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that right ventricular (rv) lead exhibited device sensing problem, low pacing impedance and failure to capture. Upon x-ray it was observed that the lead had dislodged and perforated. The lead was successfully revised on (B)(6) 2025. There were no patient consequences.